Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of gablofen at 1098.8 mcg/day via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that the patient¿s pump had volume discrepancies since their pump was implanted on (B)(6) 2014. The hcp indicated that the pump had always been off by 3 to 4 ml. However, the patient¿s catheter was replaced on (B)(6) 2015 and the hcp was unsure if the discrepancies changed as a result of the catheter replacement. No symptoms were reported.

Manufacturer narrative:
Updated to reflect information received on (B)(6) 2017. (B)(4) added to incorporate information received on (B)(6) 2017 review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient¿s healthcare professional (hcp). It was reported that the cause of the volume discrepancy in (B)(6) was not determined. It was also reported that on the patient¿s refill on (B)(6) 2017, the patient also received botulinum toxin injections. The patient was identified as a patient with a history of anoxic brain injury secondary to a fall from a suicide attempt. The patient has been on a stable dose of medication since (B)(6) 2016 and has had recent volume discrepancies. It was also reported that the patient was hospitalized multiple times. From (B)(6) 2016 to (B)(6) 2016 for sepsis due to lower left extremity cellulitis and acute hypoxic respiratory failure due to aspiration pneumonia. During this hospitalization, it was discovered that the patient had a left femoral fracture, which was treated non-operatively. The patient was then transferred to another hospital from (B)(6) 2016 to (B)(6) 2016. The patient was admitted again from (B)(6) 2016 to (B)(6) 2017 for acute hypoxic respiratory failure secondary to pneumonia (aspiration vs hcap) with sepsis due to pseudomonas and proteus. The patient was returned to their group home and was medically stable, though was unable to have botox injections since (B)(6) 2016. It was noted that the patient¿s pump was replaced on (B)(6) 2014 due to a catheter/pump malfunction and on (B)(6) 2015, the patient¿s catheter was replaced for a catheter malfunction. It was reported that the patient was receiving massage and pool therapy on (B)(6) 2016 and (B)(6) 2016, three to two times/week respectively. A gradual increase in stiffness was noted on by group home reports on (B)(6) 2016. The following volume discrepancies were reported following the patient¿s implant on (B)(6) 2014: (B)(6) 2015, expected-4.5, actual-7; (B)(6) 2016, expected-3.8, actual-7.1; (B)(6) 2016, expected-2.2, actual-6; (B)(6) 2016, expected-4.9, actual-8.5; (B)(6) 2016, expected-4.9, actual-9.0; (B)(6) 2016, expected-7.4, actual-11. It was also noted that the patient had some ease of dressing with the increase in dosing from 1051 mcg/day to 1099 mcg/day on (B)(6) 2016. The patient also had botulinum toxin injections performed on (B)(6) 2015 and (B)(6) 2016. The patient¿s concomitant medications included botulinum toxin type a 500 total units intramuscular injection and lioresal 20 mg tablet taken 3 times daily via j-tube the original source document contains information that was unrelated to this event and was omitted. See pe (B)(4) ¿ volume discrepancy (B)(6) 2016, pe (B)(4) - suspected blocked/disconnected catheter, pe (B)(4) - connector from pump to catheter not fine

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.